Event description:
It was reported that during a low anterior resection the device was difficult to fire. After firing the device, the surgeon noticed that the device fired and incomplete staple line. The staples that did fire were malformed. Another device was used to complete the case. There was a two hr delay in the procedure.